Event description:
The account alleged the brakes were not holding. No injury reported.

Manufacturer narrative:
The service tech found the brake pads were worn out. The tech replaced the brake casters to resolve the issue.